Event description:
As reported by legal, approximately 4.5 years post op the first revision of the left tka, this male patient underwent a second revision and a new optetrak device tibial insert was placed. Reason for the revision was not reported. Upon information and belief, patient required several revision surgeries for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 4310966, 200-02-41 - three peg patella 41mm.

Manufacturer narrative:
H3: the logic device with serial number 2848378 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2021-00531. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2021-00531.